Manufacturer narrative:
Date of event was approximated to 04/01/2019 as the exact event date was unknown but the event was reported to have occurred during the last week of (B)(6) 2019. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was difficult to open and then was difficult to disengage from the catheter. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.